Manufacturer narrative:
B3: (B)(6) 2025 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the error message 'cassette not attached properly. Reattach cassette' even when no cassette was present. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation of complaint of cassette attachment error. There was no 12-month service history. Review of event history found nothing relevant to the complaint. Visual evaluation found the downstream occlusion (dso) seal delaminating. Functional testing was performed, and complaint was confirmed. Replaced latch/lock flex sensor. Device passed testing post repair.